Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure, the surgeon had issues inserting the distal locking screw through the 12mm 130 degree tfn while using the 130 degree aiming arm. After unsuccessfully attempting to use the aiming arm to insert the screw, the surgeon removed the aiming arm and was able to successfully line up and insert the locking screw using x-rays. There was a 5 minute delay noted because of this event. No patient harm or fragmenting was reported. This report is for the protection sleeve. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for the protection sleeve, part and lot number unknown. Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.